Event description:
It was reported that the shaft was fractured and a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery (sfa). A 4.0mm x 15mm wolverine peripheral cutting balloon was selected for use. During the procedure, wolverine was advanced to the lesion with a halo one in the contralateral approach and expanded, but the balloon ruptured upon third inflation at 6 atm for 10 seconds. Also, the catheter was separated during wolverine removal. The remaining catheter was hooked to the tip of the sheath, so the entire sheath was removed without any problems. The procedure was completed with the original device. No complications were reported and the patient was in good condition after the procedure.

Event description:
It was reported that the shaft was fractured and a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery (sfa). A 4.0mm x 15mm wolverine peripheral cutting balloon was selected for use. During the procedure, wolverine was advanced to the lesion with a halo one in the contralateral approach and expanded, but the balloon ruptured upon third inflation at 6 atm for 10 seconds. Also, the catheter was separated during wolverine removal. The remaining catheter was hooked to the tip of the sheath, so the entire sheath was removed without any problems. The procedure was completed with the original device. No complications were reported and the patient was in good condition after the procedure.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination of the shaft identified that a shaft break on 3 different locations on the device. The first break was located approximately 270mm proximal from the distal tip. The second break was located 475mm distal from the distal end of the strain relief. Multiple shaft kinks was also noted. The midshaft was noted to stretched. The investigator was unable to inflate the balloon due to the shaft/hypotube break. The markerbands and blades and tip section of the device were visually examined, and no issues were noted with the markerbands, blades or tip of the device. All blades were present and fully bonded to the balloon material.